Manufacturer narrative:
While the system present in the images provided is confirmed to be the fortex system, and it does appear that one screw in the image is fractured, without the return of the hardware for evaluation, there is no way to confirm the fracture of the screw. The root cause of the fortex pedicle screw breaking is not known at this time, due to a lack of information.

Event description:
Representative reported a broken 6.5 x 45 mm pedicle screw from the fortex system. Representative reported that 2-4 months post-op of the original surgery, the patient presented with pain. An x-ray revealed a broken screw. Revision surgery was performed, no specific dates were given for either surgery. While x-ray images were provided, very little other additional information was provided.